Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all applicable specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that imaging catheter became stuck with the lesion. The target lesion was located in the moderately tortuous and moderately calcified artery. An opticross¿ imaging catheter was used during a percutaneous coronary intervention (pci). Upon withdrawal of the opticross¿ imaging catheter, it got stuck in the calcified lesion. The catheter was released and removed from the patient after cutting the catheter. The procedure was completed with a different device. There were no patient complications reported.